Event description:
Customer reported via phone call to have received a motor error alarm. Customer also received a compromised forced sensor alarm during priming. Customer's blood glucose was 20 mg/dl, and treated with food. During troubleshooting for motor error, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was unable to complete rewind sequence. During troubleshooting for compromised forced sensor customer states drive support cap was protruded. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.